Event description:
During an in clinic follow-up, a device cybersecurity upgrade was attempted. However, the update was not possible. Technical support was contacted and a device download was performed to resolve the event. Following the device download, the upgrade was performed successfully. The patient was stable.